Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. The surgeon removed the device and while inspecting the device, the deployment tube got separated from the hub. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital. The procedure was prolonged for 5 minutes. The incident report was initially sent to maquet cardiovascular in 2008; however, it could not go through the complaint handling group's email. The incident report was again forwarded to the complaint handling group on 3/25/08. This is a late MDR.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for eval, it will be difficult to confirm the reported problem. A lhr review was completed for the product, there was no non-conformance associated with the lot number.